Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the returned balloon showed evidence of being inflated. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp) when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak 5mm distal to the proximal end of the blades. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be use/user error as a 5fr sheath was used with this device during the procedure and the dfu states that a 6fr sheath or larger should be used. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a vessel perforation occurred. The 95% stenotic lesion was located in a dialysis shunt in the calcified and moderately tortuous brachial artery. The physician advanced a 1.5 x 4.0mm small pcb flextome balloon to the lesion and inflated the balloon to 6atms two times. On the third inflation, leakage from the balloon was observed at 4atms and pressure could not be maintained. Angiography was performed and leakage from the blood vessel was observed. As residual stenosis remained at the distal portion of the lesion, the physician continued with the inflation of a 3.5mm pcb and 5mm non-bsc balloon. The vessel perforation was treated with external compression during balloon inflation. A hematoma was observed at the puncture and perforation site, however no treatment was performed. It was further reported that two days following this event the hematoma was gone and the patient successfully underwent dialysis. Patient status is reported as good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a vessel perforation occurred. The 95% stenotic lesion was located in a dialysis shunt in the calcified and moderately tortuous brachial artery. The physician advanced a 1.5 x 4.0mm small pcb flextome balloon to the lesion and inflated the balloon to 6atms two times. On the third inflation, leakage from the balloon was observed at 4atms and pressure could not be maintained. Angiography was performed and leakage from the blood vessel was observed. As residual stenosis remained at the distal portion of the lesion, the physician continued with the inflation of a 3.5mm pcb and 5mm non-bsc balloon. The vessel perforation was treated with external compression during balloon inflation. A hematoma was observed at the puncture and perforation site, however no treatment was performed. It was further reported that two days following this event the hematoma was gone and the patient successfully underwent dialysis. Patient status is reported as good.